Event description:
The pt was admitted 3/23/04 (per ecrf) with an acute myorardial infarction. Coronary angiography with bypass graft angiography on 3/24/04 revealed 60% proximal stenosis and "early" mid steosis of the lad, severe diffuse disease of the rca, and 99% stenosis of an svg to the rca. On 3/25/04, pt underwent pci with direct placement of a 5.0x13mm ultra bare metal stent to the svg to rca. Per catheterization report dated 3/25/04, approx 50% stenosis of the r-pda was also noted on angiography but was not treated at this time pending the development of ischemia in that distribution area. On 3/26/04, pt returned to the catheterization lab for further eval and possible intervention to the r-pda. The pt was enrolled in the arrive program on 3/26/04. Target lesion I was located in the r-pda (cass site 4) with 80% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. Target lesion 1 was treated with predilatation and placement of a 2.75x20mm taxus stent, with 0% residual stenosis following post-dilatation. During the procedure, placement of a pixel bare metal sent in the 1st rpl was unsuccessful due to calcification of the vesssel. The pt was discharged 3/30/04 on asa and plavix therapy. In 06, pt was admitted from an extended care facility with complaints of shortness of breath and decreased oxygen saturation. Admission chest x-ray showed bilateral pleural effusion with lower lobe atelectasis/intilfrate; elevated bnp indicated congestive heart failure was well as possible pneumonia. The pt was treated with oxygen and IV antibiotics. Per source documents, the pt also required placement of a perma-cath for dialysis access (av fistula had clotted in 06 for temporary access pending resolution of infectious process. The pt's condition continued to deteriorate; placement of a peg tube was considered for his recent history of decreased appetite, weight loss, and failure to thrive. The next day, the pt was found without blood pressure, pulse, heart or breath sounds; pupils were fixed and dilated. The pt's code status had been previously documented as "dnr"; he was pronounced dead @ 13:45. An autopsy was not performed; cause of death per ecrf is "end stage renal failure."